Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. This was a facility caused issue. The customer was instructed on how to make the necessary corrections on their end.

Event description:
The customer reported that a i1/s4 measurement is showing on the image in pacs that was not showing on the image at the modality. No pt injury was reported.